Event description:
Reporter indicated that vns patient is experiencing an increase in seizure activity and does not think his vns therapy system is working anymore. The patient reportedly believes that his generator battery has reached end of life. The patient was seen by treating neurologist at which itme device diagnostic testing resulted in high lead impedance reading (specifics unknown), indicating possible device malfunction. The electtive replacement indicator was no, ruling out generator battery end of life as the likely cause of the high lead impedance test result. Lead break is suspected. Revision surgery is likely.